Event description:
A customer contacted baxter's technical service center regarding a system error system 2240 alarm that appeared on the home choice (hc) unit. This event occurred during patient use during drain 3 of 6. Per the home patient (hp), the patient line disconnected from the transfer set in drain 3 of 6 and was alarming. The hp stated the bed was wet. The technical service representative (tsr) explained the alarm and helped the hp clear the alarm and the hp will call the registered nurse (rn). There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Sample availability was unknown at this time. Should the sample become available, a follow-up medwatch will be submitted.